Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 5.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. The device was inflated twice at unspecified pressure. However on the third inflation at 15 atmospheres, the balloon ruptured. The procedure was completed with this device. No patient complications were reported. Patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the balloon material identified a longitudinal tear in the balloon. The tear was located at 1.5mm distal to the distal edge of the distal markerband and the tear extended distally for a total length of 1.2mm. A microscopic examination of the balloon material and distal markerband could not identify any issues which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 5.0 x 40, 135cm mustang¿ balloon catheter was advanced for dilatation. The device was inflated twice at unspecified pressure. However on the third inflation at 15 atmospheres, the balloon ruptured. The procedure was completed with this device. No patient complications were reported. Patient's status was good.